Event description:
The customer reported that the device alarms for no apparent reason. No patient involvement is noted.

Manufacturer narrative:
Correction: h6 and d10. Additional information added to g4, h3, h6, h10. The customer reported issue was confirmed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2014, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device alarms for no apparent reason. No patient involvement is noted.